Manufacturer narrative:
There is no adverse event associated with this complaint. The pump was returned to animas for eval. Animas conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump history indicated that loss of cartridge detection had occurred. The loss of detection was duplicated during testing. Investigation revealed a dislodged display screen and fully dislodged force sensor pins.

Event description:
It was reported that the pump did not detect the cartridge during the ezprime function. A family member stated that he attempted to complete the ezprime steps three times without success. He reported that the rewind step was very slow and there were no motor noises.